Event description:
The patient developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The flap was lifted and irrigated. The patient has recovered wtih no loss of visual acuity.